Event description:
A "patient specific sit to stand belt" was used with a faaborg nordic sit to stand. Resident was being lifted & stated that she was going to let go. Resident let go, and the velcro belt opened and resident fell to floor. Resident sustained a fractured pelvis.